Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2019-00013. The tibial poly spacer was returned for further evaluation and upon visual inspection it was identified that it was damaged. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The tibial poly spacer likely became damaged from the hinge component that fractured or when the implants were being revised.

Event description:
Patient's knee gave out causing pain and dislocation of their knee. X-rays revealed that the tibial hinge component had fractured, which required surgical intervention. During the revision, the tibial poly spacer was also revised and was identified as damaged.